Event description:
The customer reported that the ortho provue analyzer interpreted the results of antibody screen testing as negative for 3 known positive pt samples. Two samples were known to be positive for anti-e and one sample was known to be positive for anti-d. If a significant antibody / antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The customer was performing validation testing at the time of the incident; no pt samples were being processed preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer visited the site and reported that the gel camera and gel card holder were not aligned properly, leading to incorrect interpretation of results. Repairs have returned this analyzer to expected operation. There has been no report of further problems.